Manufacturer narrative:
Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the angio-seal device which then required sanguination protocol. This was a carotid stent case via right common femoral artery (cfa) access. The patient needed a covered stent placed from the contralateral side to stop the bleeding. There was bleeding but the amount of blood loss was unknown. The patient was stable. Additional information was received on 10mar2020. A 6fr procedural sheath was used.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 06apr2020. A pre-deployment angiogram was performed. Ultra-sound guided placement. The angio-seal device appeared to deploy and achieve hemostasis. When the patient was in recovery, bleeding occurred and a hematoma developed, which was treated with manual pressure and appeared to be resolved. Patient bleeding occurred again, and that was when the exsanguination protocol began. The patient returned to the procedure room and had a covered stent placed to treat bleeding. Blood loss exceeded 250cc. The patient received plavix post procedure. Additional information and medwatch report mw5093787 were received on 15apr2020. The event description states: "pt had carotid angiogram. After procedure, hematoma noted at groin insertion site. No active bleeding noted, and ultrasound revealed no pseudoaneurysm. Pt transferred from ir to ICU and later complained of groin pain, bleeding was noted at the groin insertion site. Pt became hypotensive and hemodynamically unstable, requiring blood transfusion and vasopressors. Pt taken emergency ir to have stent graft placed across the groin site. Pt stabilized and was weaned of vasopressors."